Event description:
It was reported that, during a photoselective vaporization of the prostate procedure, the fiber tip of three fibers broke. While using the first fiber, a physical break of the fiber tip was observed. A red light was observed to be emitted from the location of the break. The fiber was replaced, and a new fiber was used to continue the procedure. During the procedure, the second fiber was damaged. It was noted that there was no physical break of the second fiber. The fiber was replaced, and a third fiber was used to continue the procedure. During the procedure third fiber broke at the tip. A red light was observed to be emitted from the location of the break. The fiber was replaced, and the procedure was completed using the fourth fiber. It was noted that no error messages were received with any of the fibers, there were no stones in the prostate, and there was no tissue accumulation on the end of any of the fibers. Additionally, it was confirmed that the irrigation valve was opened and fluid was coming out of the metal end of all three fibers, however pressurized saline was not used. There were no patient complications. This report is for the second fiber.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Analysis of the returned fiber did not confirm the reported broken fiber tip event. Visual analysis did identify that the fiber glass tip was protruding from the metal cap, and the glass cap was independently rotating of the metal cap indicating a glue failure. The fiber was functionally tested with the hene (helium-neon) laser fixture. The testing conducted did not identify signs of breakage along the length of the fiber. The fiber connector passed the connector segment verification test indicating there were no connection issues. The metal cap exhibited severe charred debris adhesion, indicative of prolong tissue contact. The identified metal cap tissue adhesion is likely to have contributed to continuous elevated temperatures to the output window. Continuously elevated temperature can lead to fiber damages, including glue failures. The interaction between the user and device, caused or contributed to the observed glue failure. According to the device instruction for use (IFU), excessive or rough cleaning of the fiber tip may result in damage to the fiber. Increasing the irrigation flow through a pressurized saline bag (set to 250 mmhg 300 mmhg) will further increase the liquid cooling effect and may reduce fiber tip damage. Based on analysis results, the interaction between the user and device likely caused or contributed to the identified glue failure. The information reasonably suggests that the identified glue failure is unlikely to cause patient harm if it was to reoccur. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the device in question.

Event description:
It was reported that, during a photoselective vaporization of the prostate procedure, the fiber tip of three fibers broke. While using the first fiber, a physical break of the fiber tip was observed. A red light was observed to be emitted from the location of the break. The fiber was replaced, and a new fiber was used to continue the procedure. During the procedure, the second fiber was damaged. It was noted that there was no physical break of the second fiber. The fiber was replaced, and a third fiber was used to continue the procedure. During the procedure third fiber broke at the tip. A red light was observed to be emitted from the location of the break. The fiber was replaced, and the procedure was completed using the fourth fiber. It was noted that no error messages were received with any of the fibers, there were no stones in the prostate, and there was no tissue accumulation on the end of any of the fibers. Additionally, it was confirmed that the irrigation valve was opened and fluid was coming out of the metal end of all three fibers, however pressurized saline was not used. There were no patient complications. This report is for the second fiber.